Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure via a 6f sheath. The first prostyle device was successfully placed. Reportedly, reinsertion of a 0.035" unspecified guidewire was difficult due to the guidewire was extremely stiff and the tip was bent. After several attempts, a softer unspecified guidewire was inserted to continue the procedure. A second prostyle device was inserted, but there was no suture found when retracting the plunger [needles not engaging with the cuffs]. Therefore, the device was removed and the procedure continued with a third prostyle device. The third prostyle suture was successfully pre-placed. The sheath was upsized to a 14f sheath, and the evar procedure was completed. Reportedly, during knot advancement of the first pre-placed prostyle device, hemostasis could not be achieved due to a suture break. Instead, hemostasis was achieved via cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to insert was not confirmed as a guide wire was backloaded through the sheath without resistance noted. The reported suture separation was not confirmed as not all components were returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported suture separation could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The difficult to insert the guide wire was likely related to reported damaged guidewire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.